Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During startup, the automated impella controller (aic) produced an optical sensor failure with no placement signal or flow on the screen. The console was replaced, and there was no reported patient harm.

Manufacturer narrative:
D8/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported optical signal issue has been completed. Data analysis: device logs confirmed the reported failure mode. Despite pump was connected, aic was unable to establish optical connection with pump and alarming for event. Device analysis: the failure mode was neither reproduced during testing on engineer bench nor during clinical use for the past few months. Based on the data analysis from complaint occurred date, console manifested optical related failures. Console was initially unable to make proper connection with pump despite pump was plugged all the way in according to clinical staff. After a self-reset of optical bench, a well-known optical pattern failure occurred, causing all optical placement signal spiked instantaneously. The cause of the patterned optical signal issue was not determined. This report is being filed as part of a retrospective review of historical records.